Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j10954r69, implanted: (B)(6) 2001, product type: catheter. Product ID: 8711, lot#: j10954r69, implanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen and marcaine (unknown dose and concentration), morphine (concentration 40 mg/ml, dose 14 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient stated that in 2014, she went through withdrawal when she had the pump taken out. The health care professional moved and left her with 2 wks notice to find a refill physician. The patient could not find a managing doctor to fill the pump so she had to get the pump explanted and she went through withdrawal. The old catheter was changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.